Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was difficult to remove. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was inflated up to 10atm; however, it was noted that the wire was stuck after inflation was performed. It was further noted that resistance was felt during removal. It was all removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.